Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The sureform stapler and 2 white reloads were analyzed and the issue was not replicated based on the initial investigation. An in-house white reload was installed in the jaws of the stapler and then placed on an in-house system and passed the initialization tests. The stapler moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The reload was then fired successfully with no issues. A second gray reload was installed into the jaws of the stapler and was fired successfully with no issues. The logs found no errors. Per engineering review, the initial findings were not confirmed. The complaint reported potential reload installation difficulties as well as a failed firing. The procedure logs were reviewed and it was confirmed that on the first install of this instrument, the system failed to automatically detect the reload. The white reload color was chosen by the user via the head-in menu. The first clamp was successful, but was followed by a partial fire to approximately 36% completion. Therefore the partial fire was confirmed. Log data and complaint language suggest a potential misalignment of the switch within the knife track. This misalignment may have resulted in the system not being able to detect the color of the reload, which is determined by the positioning of the switch component. Lack of audible and tactile feedback of reload being "seated" within the channel, is another indication that the reload switch and tail were misaligned within the channel. The reload used in the firing attempt was not returned with the instrument to confirm damage to switch component or tail. An unused reload was returned, which was loaded into the returned instrument without issue. The reload was then fired in-house. The reload deployed all staples onto the test media, and no errors populated on the system, however the cut line was jagged. The instrument driver was extended and inspected for damage. No lodged components were observed within the stapler channel, or driver assembly. An additional finding noted that the knife from the driver assembly was found to have damage to the cutting edge. This damage is likely caused by the knife impacting a hard object, such as a reload switch. The damage to the driver knife likely caused the jagged edges on the test fire in-house. Evidence suggests that driver knife interacted with a hard object during the firing, causing damage in the form of mechanical indentations to the cutting edge. It is possible that the misaligned switch was within the knife track as the driver pushed forward, resulting in increased firing force, an ultimate failure in the field. The most probable root cause of the damage is related to improper reload installation and can be prevented by ensuring the installation tool is used when inserting reloads into the stapler channel. A visual inspection found the tail of the other reload broken. The broken piece measured approximately 3.47mm x 9.05mm and was not returned. The reload was found to have a detached and missing switch. The missing switch measured approximately 0.68mm x 2.56mm and was not returned. The reload was found to have 4 staples detached and missing from the cartridge pockets at the proximal end. Per engineering review, the initial findings were partially confirmed. The reload was returned partially fired. The logs for the procedure were reviewed and confirmed a partial fire occurred with a white reload, to 36% completion, on the first firing attempt. The completion percentage in the logs aligns with the returned reload. The partial fire resulted in some staples from the proximal end being deployed. Missing staple codes will be removed. The reload was found with a broken cartridge tail. Both the tail and metal switch, used to detect the reload color, were missing. The stapler that fired this reload was also returned, and found with severe mechanical damage to the knife. It is likely that at some point during installation of the reload, the installation tool was not properly used, and the switch was not properly aligned within the channel. It appears that the jaws were likely forced closed to obtain full seating of the reload in the channel, with the switch oriented within the knife track. As the user went to install the stapler, the reload color was not detected. Lack of reload detection further indicates a misalignment of the switch component. The user manually selected the white reload, and continued with the firing. At this point the instrument was fired with the misaligned switch, resulting in the stapler driver pushing forward and hitting the switch component. The resultant force spike of the switch and driver interaction led to a 'tissue too thick to continue' error at approximately 16mm of travel. There is a potential for the switch fragment(s) to have fallen into the patient. The likely root cause for the damage to the reload tail and broken switch is related to improper reload installation and can be prevented by ensuring the installation tool is present and reload is properly seated prior to stapler installation. Additional issues can also be prevented by ensuring the jaws are swished and free of debris between firings.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after opening the curved-tip sureform 30 stapler instrument and a sureform 30 white reload, the scrub technician noticed the reload was not "clicking" into the stapler in the same manner as their other sureform staplers. The customer called the clinical sales representative (csr) for assistance, and the csr sent over an associate to help during this case. The surgeons were made aware of the reload issue, and attempted to fire the stapler; during this first attempt, the robot detected an issue with the stapler reload as it would not fire. The customer opened another white reload and then attempted to fire the stapler again; during this attempt, the jaws of the stapler became partially stuck open inside of the port. The port had to be removed from the patient's abdomen with the stapler still inside of the port. The port was promptly replaced and an echelon 45 stapler was used for the remainder of the procedure. No fragments fell into the patient. The user completed the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no report of fragments falling from the device while used within the patient and the patient has not returned to the hospital due to any post-surgical complications related to retention of foreign material.